Event description:
It was reported while using bd facsmelody¿ sheath fluid under pressure sprayed outside of instrument. There was no user impact reported. The following information was provided by the initial reporter: it was reported that the sample line flush does not stop. What was the fluid that leaked? Sheath fluid. What is the source of leak ¿ before waste tank or after waste tank? Before waste at sample line. Was waste mixed with bleach or decontaminate? No bleach or exposure to waste. Per tsr leak template - was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. (If not contained) was there spray of fluid under pressure? Yes. What was the fluid that leaked? Unknown. What is the source of leak ¿ before waste tank or after waste tank? Unknown. (If waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the leak in a customer accessible location? Yes. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did physical contact of fluid occur? Gloved hands. What personal protective equipment was being used during occurrence? Gloves, mask lab coat. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further review MFR#2916837-2021-00102 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ sheath fluid under pressure sprayed outside of instrument. There was no user impact reported. The following information was provided by the initial reporter: it was reported that the sample line flush does not stop. What was the fluid that leaked? Sheath fluid. What is the source of leak ¿ before waste tank or after waste tank? Before waste at sample line. Was waste mixed with bleach or decontaminate? No bleach or exposure to waste. Per tsr leak template - was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. (If not contained) was there spray of fluid under pressure? Yes. What was the fluid that leaked? Unknown. What is the source of leak ¿ before waste tank or after waste tank? Unknown. (If waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the leak in a customer accessible location? Yes. Was the customer/bd personnel physically in contact with the fluid? Yes. Where did physical contact of fluid occur? Gloved hands. What personal protective equipment was being used during occurrence? Gloves, mask lab coat. Was there any physical harm to the customer as a result of the leak? No.